Event description:
Information provided to the manufacturer on 12oct2011 stated: the devices was used for coil-embolization in left subclavian artery. When angiography was taken after coil-embolization in left subclavian artery (diameter: 9mm) with 5 fr balloon catheter approached from left brachial artery, coil migrated. (1820334-2011-00610). The coil was placed in left subclavian artery over origin of vertebral artery in uncoiled state. Since coil migrated, which created space between coils, the physician conducted additional coil-embolization with detached coil(s) to fill the space. (1820334-2011-00611). After that, right subclavian artery-to-left vertebral artery crossover was conducted to secure blood circulation. The patient had a favourable outcome.

Manufacturer narrative:
Catalog # mwce-35-4/8-tornado-lef-hirata-061499. (B)(4).